Event description:
Programmable vp shunt valve placed in 2000. Valve changed its pressure setting from the preset value of 150 down to a pressure setting of 50 mm of water. Valve removed and replaced in 2001.